Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. After making the tibia cut in tka case, the grey handle on the mics came off and dropped to the floor. A screw also fell out onto the table.

Manufacturer narrative:
This complaint is a duplicate. Refer to pr# (B)(4) - MFR report # 3005985723-2017-00193. Therefore, the MDR associated with this complaint as well as the complaint should be cancelled. MDR needs to be cancelled.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. After making the tibia cut in tka case, the grey handle on the mics came off and dropped to the floor. A screw also fell out onto the table.